Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and tactile inspection revealed no issues with the hypotube shaft, outer or mid-shaft sections, or the inner lumen. A detailed microscopic examination of the balloon material identified a pinhole located above the distal markerband. Microscopic inspection of the markerbands showed no damage. The bumper tip exhibited signs of distal tip damage. During leakage testing, the device was connected to an encore inflation unit and inflated to the rated burst pressure of 20 atmospheres, at which point the pinhole above the distal markerband was confirmed. The encore unit was verified for accuracy before and after testing using a druck gauge. No additional issues were identified during the returned product analysis.

Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.